Manufacturer narrative:
H2) device evaluation: d9 - date returned to manufacturer: 2/25/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The tubing was put through dimensional analysis and inspection found the valve luer was separated from the tubing. Adapter tubing's were observed to not meet product specifications.

Event description:
It was reported that the tubing became disconnected from the white base where it was attached, as if it had detached from the inside. This could have an impact if the situation recurs, as it causes a disruption in the administration of ativad. This is the second time this has happened. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.